Manufacturer narrative:
The patient who was being transported on the stretcher sustained the following injuries: subdural haematoma, fractures to t7,8,11 and 12 and endplate r4-10th rib and l9th rib. The patient is female, mid sixties and of slight build, described as being frail. No visible issues with the condition of the cot were identified.

Event description:
It was reported that a patient was being transported on the cot when the ambulance was involved in a collision. It was reported that the patient was properly restrained during the event, however the patients legs had been raised to about 30 degrees and the leg end of the stretcher had "sprung up" as a result of the impact from the collision. It was reported that the patient was injured, however information on whether the device caused or contributed to the injuries was not provided.

Manufacturer narrative:
The patient sustained the following injuries during the accident event: subdural hematoma, fractures to t7,8,11 and 12 and endplate r4-10th rib and l9th rib.

Event description:
It was reported that a patient was being transported on the cot when the ambulance was involved in a collision. It was reported that the patient was properly restrained during the event, however the patients legs had been raised to about 30 degrees and the leg end of the stretcher had "sprung up" as a result of the impact from the collision. It was reported that the patient was injured, however information on whether the device caused or contributed to the injuries was not provided.